Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation was performed based on the event description and the assigned malfunction code lack of effect- problems associated with a product having less efficacy than expected. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level review of manufacturing controls for the contact detach (trusteel) product family was conducted to document the routine controls used to detect potential defects at the product family level. The review identified the following controls in use for the contact detach (trusteel)product family, including: · 100% visual inspections during tubing and connector gluing, verifying glue level, correct assembly of p cap/luer/sc1/t cap, tube condition (not stretched, no bruising), absence of contamination, connector integrity, and needle condition (orientation, damage, length). 100% functional testing during assembly, including flow tests performed sampling verification under aql 0.65, including visual and functional tests such as: water leak test static tension tests: tube to connector and tube to luer needle retention flow testing visual inspections for glue curing, absence of bubbles, proper tube location, connector alignment, and protective cap installation. Corrective and preventive action CAPA determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion: based on the limited information available, the investigation was completed and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emeregency room (ER) due to hyperglycemia on (B)(6) 2025. Blood glucose level was high and patient was treated with intravenous (IV) fluids of saline and insulin. Duration of emeregency room (ER) stay was 3-4 hours. No further information available.